Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) failure. (Event) observed during analysis. Analysis found abrasion 42.8cm to 43.5cm from helix tip. Svc cables were exposed, but etfe coating was normal. This abrasion is consistent with that due to friction to another device. Inside-out abrasion was noted 42.9cm to 43.1cm from helix tip. Ring electrode cables were exposed, but etfe coating was normal.

Event description:
This report is to advise of an event observed during analysis.